Event description:
The device's base unit appears to have sustained burns. Additionally, reporter noted that the plastic on the base unit has browned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.